Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor: 03/07/2012; electrode belt: 03/19/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing and that the patient's death was cardiac related. Hospital staff reportedly performed resuscitation efforts. Review of the patient's download data, indicates that the patient received seven inappropriate shocks on the day of death. The seven treatment shocks were delivered between 08:04:03 and 08:29:14. At 08:03:29, the device initially entered the detection sequence while the patient was in severe bradycardia at 10 bpm. Gel was released shortly after and the first shock was delivered at 08:04:03 while the patient was in asystole with the post-shock rhythm being bradycardia at 20 bpm. The next four treatment shocks were delivered while the patient was in asystole with and without CPR artifact. The post shock rhythm for all the shocks was asystole with and without CPR artifact and with intermittent cardiac activity post fifth shock. The sixth shock was delivered while the patient's rhythm was obscured by CPR artifact with an underlying rhythm of bradycardia at 40 bpm. The post-shock rhythm was obscured by CPR artifact with an underlying rhythm of bradycardia ay 50 bpm. The last and seventh shock was delivered at 08:29:14 while the patient was in asystole with CPR artifact with the post-shock rhythm being asystole. Per the continuous ECG recordings, the patient was in asystole from 08:29:44 until the electrode belt was disconnected at 08:33:53. The response buttons were pressed once before the last shock earlier in the detection sequence but not immediately prior to the treatment shock delivery. The response buttons functioned appropriately. Oversensing of low amplitude cardiac signal and CPR artifact contributed to the false detection. The patient subsequently passed away on (B)(6) 2019. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm.